Manufacturer narrative:
The returned device was evaluated. During testing, the device appears to have random touch screen inputs as unexpected and un-commanded changes on screen occurred. It was also observed that the touchscreen does not respond to user input choices due to a defective touchscreen assembly. A service history record review reveals these products were in the field for over one (1) year with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the patient safety net radical 7 device, set up for monitoring in the med/surg unit, room # 340. The masimo clinical specialist (cs) was installing cable up management brackets when it was noted that this particular device was not in the monitoring mode of waveforms. The cs was scrolling through the trend menu to restore the pleth & siq waveform. Once the cs made the change, the device would soon change to another mode without being prompted. The customer was not present in the room and had no knowledge of the problem with this device. The cs notified the customer of the malfunctioning device and that we will be sending the device in for service. There were no consequences or impact to patient.